Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump was losing power intermittently. It was noted that there was moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on 07/18/2014 with the following findings: a review of the pump¿s black box history showed that power reboots were recorded. Visual inspection revealed that there was corrosion in the battery compartment. The pump case was found to be damaged between the upper right corner and the display lens and the case seal. There was no visible evidence of moisture behind the display. No battery cap was returned with the pump. A test battery cap was able to be fully secured to the pump and was used to complete all testing. The pump was exercised for 24 hours with no power interruptions occurring. A leak test was performed and a leak was found at the crack in the pump casing. The pump case was removed and moisture was observed on the printed circuit board and other internal components. The complaint that the pump was losing power intermittently was observed in the pump history but was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.